Manufacturer narrative:
Concomitant medical products: dtba1d1, crt-d, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert due to out of range impedance values. The rv tip and rv coil impedances had doubled. The rv lead remains in use. No patient complications have been reported as a result of this event.